Event description:
In 2007, a pt/layperson informed a customer care advocate that the cap for his onetouch ultra soft lancing device broke. The pt stated that the cap broke in the morning of two days earlier, the pt took no actions following the issue. After the issue began, the pt became shaky. No medical intervention was required. The product was replaced. Because the pt allegedly became shaky, a symptom that can be associated with hypoglycemia, after the alleged product issue began, this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the lancing device for evaluation, but has not yet received it. If the device is returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.